Manufacturer narrative:
The complaint allegation was confirmed. One unpackaged ar-1588rtt batch 15121321 was received for evaluation. The evaluation of the returned needle indicated that a piece of the suture remains attached to the crimped side of the needle. The most likely cause of the reported event is a user error following the device's surgical technique.

Event description:
It was reported that during an arthroscopic suturing of the meniscus the second implant did not slide off the dispenser. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.